Event description:
The manufacturer was contacted regarding a philips CPAP device. The user reported smoke and a burning odor; however, there was no evidence of melting, warping, or voids in the enclosure. Additionally, no exposed wiring was found, though the power cord was reported to be charred. There were no claims of patient harm or serious injury, and neither was there any medical intervention specified.